Event description:
It was reported that the pt experienced periodic sharp discomfort in the pocket. Impedance readings revealed electrodes 0, 1, and 2 all greater than 10,000 ohms at 1.5v. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.